Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered primary vacuum low errors. The fse rebuilt both pumps and replaced a broken o ring in the vacuum reservoir.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak coming from the phosphorus (phosm) tricontinent modular chemistry (mc) reagent pump at the y fitting located in the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported for this event.